Manufacturer narrative:
The device code 1064 backflow has been added.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. However, two videos were provided for review. Based on the evaluation of the videos, the report of leakage was confirmed. Videos showed a vamp plus. Leakage was visible from the bond joint between pressure tubing and reservoir stopcock. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The root cause of the reported condition could be related to the bonding process during the device manufacturing. The manufacturing personnel was notified about this condition. Nevertheless, there are controls to avoid potential causes related to the reported malfunction during the manufacturing process.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. However, imagery was provided for evaluation. Based on the imagery review, two videos were reviewed.- videos showed a vamp plus. Leakage was visible from the bond joint between pressure tubing and reservoir stopcock. An engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this disposable pressure transducer with vamp systems, there was a saline leakage at the level of the shut-off valve. In addition, there was a blood backflow due to loss of airtightness of the system that must be close. Therefore the system must be changed because it presented filtration and entered air into the system with risk of coagulation and dysfunction. There was no allegation of patient injury. The device was not available for evaluation.